Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Implant date: (B)(6) 2020. Concomitant medical products: unknown distal femoral component. Unknown zss-hinge post. Unknown knee polyethylene insert. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01627, 0001822565-2021-01629, 0001822565-2021-01630.

Event description:
It was reported patient underwent initial knee arthroplasty, subsequently; the patient was revised approximately 6 months post implantation due to pain, limited mobility, suspected axial fracture, dislocated articular surface, and deformed polyethylene insert. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. A review of the available records identified the patient was presented with subluxation. During the patient review with x-ray, the hinge post axis was fractured. During the surgery, the surgeon confirms fracture of hinge post with dislocation of bearing and deformed poly box. Visual examination of the returned product identified signs of use. The hinge post was fractured. The damage in the poly box is related to being in-vivo after the hinge post-fracture and the articular surface was not returned. The device was submitted for further analysis. Analysis determined fracture is might be related to fatigue. The hinge post-fracture surface showed a suspected ratchet mark, which is indicative of fatigue crack initiation near the outer diameter of the hinge post. The material analysis was found to conforming to print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: distal femoral component catalog#: 00585001301. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left segmental knee arthroplasty. Subsequently, the patient presented with pain and subluxation during normal walking. The patient was reduced and transferred to surgery where revision of the knee revealed a bent and fractured hinge post with damage to the surrounding poly. The distal femoral component, hinge, and poly were exchanged without complication. Additional information on the reported event is unavailable.